Event description:
It was reported that the patient's pump was refilled in 2009, with the same dose the patient had been on for several months, approximately 400 mcg/day of a 2000 mcg/ml baclofen concentration. The patient had a change in therapy effect with the following symptoms: difficulty walking, leg weakness, hypertension, tachycardia and increased white blood cell count. The following sunday the patient was taken to the emergency room where he was treated for the above noted symptoms and for seizure and dehydration. No intervention or changes were made to the baclofen therapy. Currently, the patient was being treated for a urinary tract infection. The patient appeared "slumped over and has had difficulty walking since november resulting in falls all the time." A catheter dye study was being scheduled to rule out a problem with the catheter. The hcp believed this had "more to do with his ms progression than a pump related problem".

Manufacturer narrative:
See scanned page.